Event description:
It was reported that in the recovery room post upgrade, while being moved, the patient received inappropriate therapy due to oversensing of noise. X-ray revealed the chronic lead had dislodged and pulled back into the atrium. Lead was capped and replaced. Patient was in stable condition post surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.